Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/31/2023, it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device broke. This occurred during a case on 10/17/2023. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpackaged ar-8943-15 batch 012112 was received for evaluation. Upon visual inspection, it was noted that the instrument was disassembled, and the sleeve was not returned for evaluation. It was noted that the instrument's needle was detached at the weld. No functional test was performed for the instrument due to the damage. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. The instrument manufacturing date. March-30-2021.